Event description:
Patient with a unicondylar knee implant was hospitalized with a superficial infection/cellulitis in the left knee. Patient was treated with IV antibiotics and released.

Manufacturer narrative:
Review of device history record indicated that device was manufactured to specification. All sterilization requirements were met.